Event description:
It was reported via repair work order that the nurse call system was not functional as the nurse call docker cable was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.